Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door 4 experienced intermittent failures. A field service engineer effectively installed new latches to replace the outdated ones, thereby addressing the problem. The system functioned as intended after the field service engineer had troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system, encountered a tower door 4 malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.